Event description:
It was reported to an aci sales professional that a female patient underwent a coronary intervention. The patient was on integrilin and heparin peri-procedure. The procedure went without incident, and the patient was kept on an integrilin drip post procedure. The patient was returned to her in-patient room. More than an hour after the patient had been returned to her room, the floor nurse noted access site bleeding and ecchymosis. The patient's vital signs had reportedly dropped along with her hemoglobin count. Manual compression was administered and the patient was treated with a blood transfusion and was discharged from the hospital the next day. No other clinical sequelae reported. No further information could be obtained.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on information received and investigation performed, a root cause of bleeding could not be determined. Per the mynx instructions for use, the safety and effectiveness of the mynx have not been established in patients who are currently receiving glycoprotein iib/iiia platelet inhibitors. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.